Event description:
Event description guidant received information that during the device replacement procedure, this right ventricular lead appeared to be fractured. However, ventricular impedance measurements through the pacing system analyzer (psa) were within the normal limits. The decision was made to surgically abandon and replace the lead. A new device was also implanted.